Event description:
It was reported that during capture threshold testing, the user released the button to terminate the testing as expected, however, the merlin programmer continued to decrement, resulting in loss of capture. The programmer eventually "ended temporary programming" and permanent programming values were restored. The patient experienced asystole, but was stable after testing was completed.

Manufacturer narrative:
Additional information - h7, h9 - recall number.

Manufacturer narrative:
An event of decrement issue was reported. The results of the investigation are inconclusive since the associated implantable cardioverter-defibrillator was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.